Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Upon applying tension to the catheter, it was separated at the lap joint section outside the body. The procedure was completed by using another opticross hd. There were no patient complications reported.